Manufacturer narrative:
Device passed displacement test and self test. Device was reset with correct time or date and monitored for 10 days. No time or clock anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had time clock anomaly. The customer blood glucose level was 449 mg/dl at the time of incident. The customer was declined to troubleshooting. Customer stated that the gain was greater than one minute per week and greater than four minutes per month. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.